Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 5.0, 81.0, and 82.5 cm from the proximal end. The pusher assembly and embolization coil were retracted almost completely through the introducer sheath. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned pod4 revealed that the pusher assembly was kinked. If the device is forcefully advanced during use, the pusher assembly may become kinked. Resistance was encountered during the functional test as the kinks in the pusher assembly were advanced through the introducer sheath and the hub of the demonstration microcatheter. The pod4 was able to be advanced completely through the demonstration microcatheter. Further evaluation revealed that the pusher assembly was retracted completely through its introducer sheath. This was likely incidental to the reported issue and may have occurred post-procedure. The reported pod4 becoming loose inside the microcatheter could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the pod4 becoming loose inside the microcatheter.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #02 and is being corrected on this follow-up #03 MFR report. Narrative/corrected data: please note that the following section was inadvertently missed on the follow-up #01 and is being included on this follow-up #02 MFR report. Section a. Box 3. Sex.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the follow-up #01 and is being included on this follow-up #02 MFR report:3005168196-2019-00909.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization using a pod4. During the procedure, the physician successfully placed a pod8 and two pod6s in the target vessel. The physician then was unable to advance a pod4 through the microcatheter. It was reported that the pod4 became ¿loose¿ inside of the microcatheter and therefore, the pod4 was removed. No further details were provided.